Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine check, this left ventricular (lv) lead was found dislodged. It was confirmed via x-ray and fluoroscopy. The lv lead was attempted to be repositioned, but it was unable to advance it with the guidewire. Surgical intervention and intravenous antibiotics were necessary to resolve the issue. The physician explanted the lv lead and increased follow up. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.